Manufacturer narrative:
Correction: (UDI #). Evaluation summary: one sample was received for evaluation, and the reported condition was confirmed. An inflation/deflation test was performed, and it was observed the cuff could not be inflated. A visual inspection was performed, and it was observed the tube has notches under the cuff but are mispositioned thus the cuff does not inflate. Manufacturing controls are in place to detect cuff inflation issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, air could not be supplied to the cuff. The customer reported that there was no patient involvement.